Manufacturer narrative:
This event is reportable because a recurrence may cause or contribute to a death or serious injury. Investigation is pending.

Event description:
Caller alleged discrepant results within 2 minute range. Results as follows: date: 2009; test 1 - inratio: 3.0; test 2 - inratio: 2.0. Pt's tr is 2-3.